Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 catalog, lot, UDI, exp date updated. G1 MFR site name, danvers, removed. H4 device MFR date updated. H6 med dev prob code a24 changed to a01. H8 changed to initial use of device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The impella cp was inserted via the femoral artery to support the 60 year old male patient who had been admitted in with the indication of cardiomyopathy, presenting in scai stage e shock. The patient was also on support with va-extracorporeal membrane oxygenation. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The medical history was not shared. On the 2nd day of the support the patient was transported from the community to the tertiary medical center. Of note, the patient did not have her 14fr introducer peeled away, it was still retained in the femoral artery. This is not following best practice as noted in the instructions for use. There was an access site ooze that prompted the team to hold the anticoagulation. The team discussed possible explant and escalation to the axillary site 5.5 impella pump. On the following day the team did explant the pump. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.